Event description:
Three devices and a harmonic non disposable connection cord failed. Rep came and tested everything, conclusion is that the cord between the machine and device failed. New one ordered. No harm to pt's sterilemed ethace 14s job 864717 exp 6/2011 device did not work. No harm to pt's ethicon focua harmonic lot g9ju84 no exp, package thrown away. Ethicon harmonic ace lot # f4r259no 11/2014.